Event description:
The handpiece overheated while using it as a retractor and burned the patient. Patient was given an antibiotic as a precaution. The patient is now completely healed.

Manufacturer narrative:
Maintenance information was reviewed with the office and maintenance sheets were sent. Instructions for use were reviewed with the office. Bearings were worn and gritty in drive assembly and shaft. Clogged water port, debris level low.